Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ cramps were worse then labor pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), anxiety ("anxiety"), endometriosis ("endometriosis") and constipation ("when you own every constipation medicine in your house due to a hysterectomy because of essure") and was found to have weight increased ("weight gain") and smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, weight increased, anxiety, endometriosis, smear cervix abnormal and constipation outcome was unknown. The reporter considered anxiety, constipation, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, smear cervix abnormal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Event constipation was added. Previously verbatim term pelvic pain was changed to pelvic pain/ cramps were worse then labor pains. On 23-mar-2020: follow up received from social media. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), anxiety ("anxiety") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, weight increased, anxiety, endometriosis and smear cervix abnormal outcome was unknown. The reporter considered anxiety, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, smear cervix abnormal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.